Event description:
It was reported that approximately thirty one months post stenting procedure in the posterolateral segment artery with one 3.0 x 18 xience v stent, the patient was admitted to the hospital with chest pain and non-st elevation myocardial infarction in the setting of medical non-compliance. The cardiac enzymes were elevated and the ECG showed non st-elevation, non q-wave myocardial infarction. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index target lesion for in-stent restenosis. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction, angina and re-stenosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.